Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, a leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was observed inside the battery compartment and throughout the internal components. Report late due to transition from vmsr program.

Event description:
On 01-jul-2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.